Manufacturer narrative:
The model and lot numbers were not reported. Based on the reported information, there is no evidence suggesting that the device was defective. Hemorrhagic complication due to hemodynamic changes induced by embolization is a known inherent risk of avm embolization procedure and is documented in the onyx instruction for use. Same article as reported in MDR MFR: 2029214-2016-00081.

Event description:
Medtronic received information from literature review that one death was associated with a premature venous occlusion during embolization session and a subsequent intracranial hemorrhage. The patient presented with a ruptured 2 cm arteriovenous malformation (avm) in the thalamus with a deep venous drainage and spetzler-martin grade 3. The avm was embolized with a single arterial catheterization. During the embolization session, premature venous occlusion occured that lead to intracranial hemorrhage. Angiographic results showed the avm was 50% occluded. No further information was provided in the article. In this article, the authors described their study to define safety and outcomes of embolization used as a stand-alone therapy for deep-seated avms. The study involved a cohort of 22 patients with avms located in the basal ganglia, thalamus, and insula who underwent embolization between january 2008 and december 2013. Citation: mendes ga, silveira ep, caire f, et al. Endovascular management of deep arteriovenous malformations: single institution experience in 22 consecutive patients. Neurosurgery. 2016 jan;78(1):34-41. Doi: 10.1227/neu.0000000000000982.